Event description:
The customer reports the biosentry plug got stuck inside the coaxial introducer. No additional details were provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. Nonconformances of this nature are monitored by the operation team.

Manufacturer narrative:
Corrected d4 UDI number. Correction d7a checked yes and should be blank since it is unknown. D8 corrected from no to unknown.